Event description:
At the beginning of surgical procedure (laparoscopic appendectomy),after the pt was draped, the camera cord and light source (for the laprascope) were plugged in and powered on. The surgical technician felt a burning sensation on his stomach. He realized that the tip on a 5mm 0 degree scope had burned through both layers of his scrub gown. It was beginning to rapidly heat his scrubs and skin requiring him to step back, remove the scope from the surgical field because it was contaminated and he also had to remove his scrubs and gown.======================manufacturer response for laprascope, stryker 5mm 0 degree scope 1288 (per site reporter)======================representative was on site at the time of occurrence stated that it was a scope malfunction and stated she would notifiy company to replace.